Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 1.6; laboratory inr: 2.5. The time between testing was one (1) hour. Reportedly, patient took last shot of lovenox (off label use). Therapeutic range 2.5 - 3.0 for the patient. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. The patient was reported as using heparin. Limitations in packaging insert (pi), "this test should not be used for patients on heparin therapy". This constitutes off-label use. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.